Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was missing segments. The medical affairs specialist mailed a letter on the next day, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began on one days prior to original date. She reported that on the same day, at approx 6:10 pm, she took too much insulin and afterwards had a hypoglycemic episode. She reported feeling shaky, sweaty, and her "skin was sensitive". The patient denied receiving medical attention following use of the meter, however, she did drink something to bring her blood glucose levels back up. It would have been helpful to know. How she adjusted her insulin, her medication regimen, the time the reported issue began, and her testing frequency. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient claimed she became hypoglycemic after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.